Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It has been reported the pt is unable to feel stimulation. A full parameter diagnostic revealed low impedance on several contacts. X-rays showed lead is properly aligned in the ipg. The pt is working with her physician to determine the next course of action. No further info is available at this time.